Event description:
A positive immulite 2000 toxoplasma igg assay result was obtained on a patient sample. Upon re-test (multiple times) the toxoplasma igg results were negative. Patient's treatment was not altered and there was no report of adverse health consequences due to the discordant toxoplasma igg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant toxoplasma igg result is unknown. It is suspected that the discordant result was due to poor sample integrity. No further evaluation of the device is required. The instrument is performing within specifications.